Event description:
I received a routine echocardiogram on (B)(6) 2024 and subsequently have suffered ongoing chest pain/ angina. The pain is internal and not external as commonly reported due to the nature of the test. I went to the ER on (B)(6) 2024 due to continued angina. Results have ruled out heart attack, therefore, there is no acute problem. Since the pain occurred after the echocardiogram and persists with no explanation by emergency medicine diagnostics, further refined stress tests will be conducted post ER release (results pending). The echocardiogram was conducted ar (B)(6) hospital in (B)(6), ut.